Event description:
It is reported that patient underwent a revision due to pain and inflammation. During the procedure, brown material was noted.

Manufacturer narrative:
A patient history review indicated that a revision surgery was performed because of persistent pain and inflammation. The removed implants were found to have brown deposits on their surfaces; however, upon removal it was noted that there were no hardware failures. All of the screws were found to still be secure and the fracture had achieved excellent union. A complaint history search found that there are no additional complaints for the product lot numbers involved. Eds analysis was performed on the base material and on the brown deposits of the returned products. The analysis found all base materials to be consistent with their specifications. The brown deposits contained elements that are indicative of corrosive products. The package insert included with the plate states that corrosion of metal components can be an adverse effect. It is unknown whether the complaint of pain and inflammation was related to the presence of corrosion. Both the cause of the corrosion and the cause of the pain experienced by the patient cannot be determined. Multiple products were returned in conjunction with the complaint. All dimensions that were checked were found to meet print specifications. For some of the products the lot number could not be obtained. For all known lot numbers, the device history records were reviewed and they were all found to be conforming to specifications.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.